Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (308mg/dl), due to reducing basal rates to (B)(6) for too long. Elevated bgs were treated by administering a bolus using the pump, and the issue resolved.